Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and operated on an in-house system. The mcs user accessory was installed without issue. The instrument passed electrical continuity testing, recognition, and engagement tests. It also successfully passed energy delivery across all grip orientations. The instrument demonstrated smooth, intuitive movement with full range of motion in all directions, and the grips opened and closed as expected. The instrument was retested and passed all in-house evaluations on both attempts. Overall, the instrument functioned as intended. No physical damage was observed at the distal wrist, and inspection of the housing revealed no damage. No product issue was identified. Additionally, failure analysis identified a broken chassis at the proximal end. The broken fragment was not returned and is estimated to measure approximately 0.36 × 0.70 in. No damage was observed on components adjacent to the fractured chassis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument experienced issues when trying to install the accessory tip. The procedure was completed with no reported injury.